Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 10mmx2.25mm coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm due to calcification. The procedure was completed with a different device. No patient complications were reported.